Event description:
I got saline breast implants under the muscle in 1999 (age of (B)(6)). Four months later I was diagnosed with adhd. In (B)(6) 2014, I was diagnosed with trigeminal neuralgia and tinnitus. By (B)(6) 2015, I started having fibromyalgia symptoms. I've suffered from brain fog, chronic fatigue, and severe nerve/joint pain as well. I am on a wait list to explant with dr. (B)(6). He is one of the nation's experts, only doing explants these days, and recognizes that breast implant illness is real!